Manufacturer narrative:
The reported event of the stylet could not insert was confirmed. A complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. The lead was evaluated with the stylet and found restriction/obstruction at the distal region of the lead. Further analysis found the inner coil clogged with blood. The cause of the reported event was due to the inner coil clogged with blood.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead stylet was failing to advance in the right ventricle (rv) lead. The rv lead was not used. The physician continued to use the second rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.